Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, off no power test, error test, basic occlusion test, displacement test and rewind. We were unable to perform occlusion test and no delivery test due to prime anomaly. We were unable to test with blood glucose meter, download due to alarm. The insulin pump had a minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 330 mg/dl. Customer was offered to troubleshoot for unexplained high blood glucose but he stated no need. The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer was assisted in reviewing alarm history and the alarm was more than once. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the pump will need to be replaced.